Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a total knee replacement the surgeon proceeded to use a chucked drill bit. The drill bit piece broke inside the tibial bone. The broken piece was retrieved in it's entirety and inspected by the surgeon. A new drill bit was obtained for replacement. Both pieces retained and peeled packed for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding crack/fracture involving a triathlon drill bit was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as patient factors did not contributed to the event. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events found for this lot. Conclusions: the event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not returned.

Event description:
During a total knee replacement the surgeon proceeded to use a chucked drill bit. The drill bit piece broke inside the tibial bone. The broken piece was retrieved in it's entirety and inspected by the surgeon. A new drill bit was obtained for replacement. Both pieces retained and peeled packed for evaluation.